Manufacturer narrative:
Additional information was received on 4/29/2019. When the device was explanted, it was replaced with a mentor smooth round moderate plus profile 750cc saline prosthesis (catalog #3502750, serial #(B)(4). Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
A device was returned for evaluation with a lot number different from what was initially reported. Additional information received indicated that the device returned to mentor was in fact the complaint device. Product details in section d have been updated accordingly. Also, no date of explant was provided. It has been estimated at 4/1/2019 based on available information. The date of implant provided by the customer was after the expiration date of the device. If clarification is received in the future, a supplemental report will be submitted. Device evaluation summary: upon receipt by mentor, the device returned without fluid. White material was observed within the device. No foreign material was observed on the shell surface. Upon initial inspection, leakage was observed at the valve. No other anomalies were discovered. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage, nor the etiology of the white material found on the device. A manufacturing record evaluation (mre) of lot number 266939 was reviewed and no anomalies were found related to this complaint. In addition, the mre review verifies that the device was manufactured in accordance with documented specification and procedures. There is no evidence that the issue is related with manufacturing. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices as referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed for the finished device number 7288982, and no non-conformances related to the reported complaint condition were identified. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6)-year-old female underwent breast augmentation revision with a mentor smooth round moderate plus profile 750cc saline prosthesis and experienced left sided deflation post procedure. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.